Manufacturer narrative:
The insulin pump alarmed pump error 35 during testing due to moisture damage on the force sensor. Moisture damage was also found on the electronic assembly and motor during visual inspection. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to pump error 35. Blank display not confirmed. Insulin pump received with serial number label damage/faded.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, stopped functioning. The customer¿s blood glucose level was 252 mg/dl. The customer was assisted with troubleshooting and display did not returned back. The customer was also reported that battery compartment was neither damaged nor corroded, battery cap contacts were neither missing nor damaged, the spring was neither damaged nor corroded. The customer was reported that the insulin pump display did not return after restart. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.